Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per customer, patient demographics will not be provided.

Event description:
It was reported that the intravenous (IV) infusion module for the pump had an error. No further information will be provided, including patient demographics and no products will be returned.